Event description:
Additional information received: a. Was there a surgical delay? If yes, what is the duration of the delay? There was no delay in surgery. B. Please clarify if the cup was revised. If yes, is there an allegation against the cup? Yes, the cup was revised. There was no complaint against the cup.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: removal of pinnacle cup, pinnacle metal liner and femoral head. This is due to metalosis due to metal on metal implants. Official primary surgery date is unknown but it is believed to be 15 years ago. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed dark blood and tissue/debris on the overall surface of pinnacle mtl ins neut36idx50od. Since there is no certainty if what was observed was oxidated debris or metallosis remnants, reported condition cannot be confirmed. With evidence provided a potential cause cannot be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the pinnacle mtl ins neut36idx50od would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
Removal of pinnacle cup, pinnacle metal liner and femoral head. This is due to metallosis due to metal on metal implants. Official primary surgery date is unknown but it is believed to be 15 years ago.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary removal of pinnacle cup, pinnacle metal liner and femoral head. This is due to metalosis due to metal on metal implants. Official primary surgery date is unknown but it is believed to be 15 years ago. The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the pinnacle mtl ins neut36idx50od was found assembled with the pinnacle sector ii cup 50mm. Additionally, light marks were observed on the articulating surface, expected due to the metal-metal interaction for a long period of time; the observed condition does not represent a device nonconformance. No signs of metal deterioration nor sings of metallosis were observed on the device. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the pinnacle mtl ins neut36idx50od would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: removal of pinnacle cup, pinnacle metal liner and femoral head. This is due to metalosis due to metal on metal implants. Official primary surgery date is unknown but it is believed to be 15 years ago. The product was not returned to depuy synthes, however photos were provided for review. See attachment (image.jpg, image (1).jpg, and image (2).jpg). The photo investigation revealed dark blood and tissue/debris on the overall surface of pinnacle mtl ins neut36idx50od. Since there is no certainty if what was observed was oxidated debris or metallosis remnants, reported condition cannot be confirmed. With evidence provided a potential cause cannot be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the pinnacle mtl ins neut36idx50od would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. Corrected: d4 primary UDI number.